Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle tip was damaged before use. The following information was provided by the initial reporter: the needle tip was damaged before use.

Manufacturer narrative:
H.6. Investigation summary: received one unused sample without its original packaging, with the needle retracted. In addition to the physical sample 3 photos were received from the client. A DHR review was not performed as the lot number is "unknown" for this complaint. Through the visual inspection of the unit, the catheter tip and cannula tip were found acceptable per specifications. The catheter tubing was found to be deformed. A water leak test was performed where leakage was not observed. Further microscopic evaluation revealed v-shape cuts which indicate the beginning of spear throughs which induced damage to the inner walls. The reported issue of broken needle could not be confirmed through our evaluation. The catheter tubing was found defective and damaged. We were unable to determine a root cause for this issue. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle tip was damaged before use. The following information was provided by the initial reporter: the needle tip was damaged before use.